Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a ¿dosing stopped¿ alert on the ilet after starting a new sensor, and fingerstick blood glucose was 206 mg/dl. The agent provided education that the alert would persist until sensor warmup completed, that the user had waited too long to start a new sensor, and that glucose would trend once the sensor connected. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included user education and successful troubleshooting with no reported need for medical care or hospitalization. Investigation included customer support triage and review of device use related to sensor warmup timing. Investigation of this case revealed user-related timing of sensor replacement leading to a dosing stopped alert, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to delayed sensor start and expected device behavior during sensor warmup.